Event description:
It was reported that customer experienced occlusion alarms and ended call after indicating no further interest in speaking with technical support. There was no adverse impact to the customer¿s blood glucose level. Customer ended call independently, and no additional support or corrective actions were provided or requested.